Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a fracture was noted on the right ventricular (rv) lead. Undefined high impedance was also noted. The lead was explanted and replaced during a routine change out procedure however the lead could not be extracted without also extracting the right atrial (ra) lead. Both leads were replaced. No patient complications have been reported as a result of this event.